Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet system after announcing a meal when glucose was approximately 56 mg/dl, with recent infusion set disconnection during a set change, and no device alarms reported. Symptoms included hypoglycemia with feelings that later improved. Outcomes included temporary interference with daily activities due to prolonged low glucose over several hours without medical intervention. Investigation included review of device use logs and user interview regarding events and corrective actions. Investigation of this case revealed that an accidental meal announcement during hypoglycemia likely contributed to continued glucose decline, with user self-treatment using oral glucose (coke) and no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that user error related to meal announcement during low glucose was the most probable cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.